Manufacturer narrative:
Concomitant products: 694958 lead, implanted: (B)(6) 2006.

Event description:
It was additionally reported that the rv lead had oversensing. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited high capture threshold. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.